Event description:
A patient was treated with dynamic helical hip system (dhhs) approximately 4-5 weeks ago on an unknown date in 2013. The dhhs helical blade had pulled out of the dhhs plate and resulted in a non union. The patient was returned to the operating room on (B)(6) 2013 for removal of hardware and revision to a total hip arthroplasty. The procedure was successfully completed with no report of injury to patient. This report is for an unknown dhhs plate. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown dhhs plate, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.